Event description:
It was reported that the patient presented in clinic for follow up after receiving a shock. Afib with rvr episode was observed. The physician suspected the therapy was inappropriate. Programming options were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.